Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer visited emergency room two times on unknown time due to low blood glucose levels 40 mg/dl and over 20 mg/dl respectively. Customer was hospitalized for two days due to high blood glucose level 1350 mg/dl. It was mentioned that the customer attempted to deliver insulin via the pump but the pump was not delivering any insulin at the time of high blood glucose event. Customer was treated with intravenous insulin drip for high blood glucose level. The insulin pump will not be returned for analysis.